Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information - per the office visit note of (B)(6) 2014, the patient had a fall 13 days ago and broke 2 ribs on her right side. The pump alarm went off 10 days ago and the patient/family did not know what it was so did not contact the healthcare professional. It was noted that the pain had gotten much worse over the past 3-4 days. The patient was being maintained on oral medication. The cause of the stall was unknown.

Event description:
It was reported that a pump alarm was heard and telemetry confirmed a critical alarm due to a constant motor stall. The logs indicated the pump started to stall and recover on (B)(6) 2014. The most recent stall occurred on (B)(6) 2014 with the tube set error on (B)(6) 2014. The patient and family started to hear a noise approximately a week prior to the date of this report but thought it was something in their home. The patient did experience a lot of pain and no magnetic resonance imaging (MRI) scan had been performed. It was believed that the patient would be supplemented with oral medications and the pump was programmed to minimum rate. This device system delivered bupivacaine, baclofen, and dilaudid. It was further reported that the patient was currently on hospice care. The pump alarms had been silenced twice but the pump continued to alarm. The patient was not having the pump replaced at this time and the pump code for disabling the pump was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8709, explanted: (B)(6) 2014. Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: the pump and catheter were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.